Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 29-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received out of regulation (oor), experienced tingling on contra lateral side, experienced tremor return, and noted that the battery voltage had deteriorated quickly. There were no factors that may have led or contributed to the issue. The manufacturer representative (rep) attempted to reset the oor multiple times over the phone without success. The patient was seen at the neurology clinic. It was determined that all contacts were shorted out, the battery voltage had dropped to 2.73 volts, and the patient has been scheduled for exploratory surgery on (B)(6) 2021 to determine whether electromechanical issues are the root cause.  The issue has not been resolved.

Event description:
The patient had their exploratory surgery and it was determined that the extension wire was cut. The cause was unknown. The damaged extension was replaced and the ins was also replaced. The devices were discarded.

Manufacturer narrative:
Concomitant medical product: product ID 3387s-40 lot# va1jpfa implanted: (B)(6) 2017 product type lead product ID 3387s-40 lot# va1jpfa implanted: (B)(6) 2017 product type lead product ID 3708660 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2021 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.